Event description:
The customer reported to olympus, the lining on the inside channel of the rhino-laryngofiberscope was fraying/unraveling. The frayed portion was blocking part of the scope image. The issue was detected during reprocessing post procedure. The intended laryngoscopy with injection of kenalog procedure was completed with the same device and channel needle. The device had been inspected prior to use with no abnormalities noted. No patient injury reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised to send the device to olympus for evaluation and repair. The customer declined initiating a return material authorization (RMA) and indicated the RMA would be initiated later after conferring with the manager. No further troubleshooting was required. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The biopsy channel was leaking, and the bending section cover glue was chipped and lifting. The bending section cover was cut. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the forceps channel damage occurred due stress, handling or other factors. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.